Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: patient with spondylolisthesis at l5/s1 had a one level plf and developed broken screws. Lateral view verifies that both s1 screws are broken. Risks factors identified include, not using anterior column support such as alif, plif or tlif, and undersizing the s1 screws. Any instability in this situation places extreme forces upon the implants. Any obesity or increased movement, loading or flexion could lead to immediate failure.

Event description:
It was reported that the patient underwent a posterior lumbar fusion to treat spondylolisthesis with pedicle screw fixation at l5-s1, gill laminectomy, spondy reduction, no interbody replacement was used. It was reported that the patient was sitting up and heard a pop sound 11 weeks post-op. As a result of the broken screw the patient underwent a revision surgery to remove the posterior hardware and underwent a alif at l5-s1. No additional patient complications were reported.